Manufacturer narrative:
Batch review performed on 12 june 2020: lot 120916: (B)(4) items manufactured and released on 26-jun-2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting pain due to a loose stem. The surgeon revised the stem head and liner 7 years and 5 months after primary. The surgery was completed successfully.